Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. Device evaluation could not be performed because the affected device was not returned. Lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. Referring to known similar events, it was presumed that torquing or bending stress generated with manipulation in attempts to engage to the target coronary artery had likely contributed to the reported multiple fractures of the guide catheter. Due to tortuous anatomy, the guide catheter was assumed to be kinked. As further attempts were made to engage, the kinked segments of the catheter possibly become partially or completely torn. It was concluded that this event was not attributed to product quality. Given the limited information provided, a possibility could not be ruled out that fragments of the guide catheter could be left in the patient anatomy. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ when torqing along the tortuous course of vessel to be inserted, take extra care and handle with caution because the manipulation may lead knot, torsion, or kink of the catheter, and vessel trauma or rupture of the guiding catheter may result in. ~ manipulate the guiding catheter in the vessel carefully by observing it under a high-definition x-ray fluoroscopy monitor screen. If any resistance is felt, or torque is not felt at the guiding catheter's tip, since there is possibility of kink or torsion, stop the manipulation and identify the cause. [Continuing the insertion by force or removing by force, vessel trauma and/or rupture or cut of guiding catheter may occur.] [Malfunctions and adverse effects] ~ kink, damage, rupture.

Event description:
It was reported that an asahi sheathless eaucath 7.5 f was used in an unspecified procedure and the physician stated that it fractured in multiple places. No additional information was provided.

Event description:
It was reported that an asahi sheathless eaucath 7.5 f was used in an unspecified procedure and the physician stated that it fractured in multiple places. The case was for rotational atherectomy in the left anterior descending artery and left circumflex artery. Both vessels were heavily calcified. Access was via right radial artery. The catheter was primary access device, initially. First vessel treated was lad. Device failure was noted in second vessel when guide wire was advanced into treatment area. Guide wire was observed under fluoroscopy to be exiting the side of the catheter. The catheter was left in place and a guide extension catheter was advanced over it to finish the case. There were no adverse events or patient injury as a result of the device failure.

Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. The sheathless eaucath catheter was returned for evaluation. The outermost layer of the returned catheter was cracked due to bending at approximately 3.5cm, 5cm, and 7cm from the tip. Each crack was originated from the inner curve of the shaped segment and propagated towards the outer curve. A kink was also observed distal to the protector. No separation was confirmed. Lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. Based on the findings on the returned catheter, it was presumed that torquing or bending stress generated with manipulation in attempts to engage to the target coronary artery had likely contributed to the observed cracks on the outermost layer of the catheter. Due to tortuous or complex anatomy, the guide catheter was assumed to be bent. As further attempts were made to engage, the bent segments of the catheter became damaged to form cracks. It was concluded that this event was not attributed to product quality. Damage observed on the returned catheter was know not to cause or contribute to adverse patient effects. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ when torqing along the tortuous course of vessel to be inserted, take extra care and handle with caution because the manipulation may lead knot, torsion, or kink of the catheter, and vessel trauma or rupture of the guiding catheter may result in. ~ manipulate the guiding catheter in the vessel carefully by observing it under a high-definition x-ray fluoroscopy monitor screen. If any resistance is felt, or torque is not felt at the guiding catheter's tip, since there is possibility of kink or torsion, stop the manipulation and identify the cause. [Continuing the insertion by force or removing by force, vessel trauma and/or rupture or cut of guiding catheter may occur.] [Malfunctions and adverse effects] ~ kink, damage.